Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01365/ 01367).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup and head was performed (B)(6) 2010 due to cup malposition and infection. Further, another revision of the head was performed on (B)(6) 2010 due to unknown reasons. No further information has been provided.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup and head was performed (B)(6) 2010 due to cup malposition and infection. Further, another revision of the head was performed on (B)(6) 2010 due to pain and leg length discrepancy. These findings were found due to follow up testing.